Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted on 28feb2024, 06mar224, and 18mar2024 to obtain confirmation of part replacement and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a primary alarm failure error code. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they had already replaced both speakers and the issue did not resolve. The customer tried a different power management (pm) printed circuit board assembly (pcba) and motor controller (mc) pcba and the issue persisted. The customer stated that they had a central processing unit (cpu) pcba and wanted to know what else had to be done while replacing the cpu pcba. The rse informed the customer of the proper steps for cpu replacement per the service manual. The customer called back and informed the rse that they had not been able to attempt replacing due to a high workload in the customer equipment shop. The customer stated that they would attempt the repair at a later date. This investigation is ongoing.